Event description:
Event description cpi received information that this endotak transvenous defibrillation lead became dislodged. The physician elected to remove the lead, also suspects the lead may have an insulation failure.